Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60028, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump at the time of the report. The pump's indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced withdrawal in (B)(6) 2014 when the pump ran out of medication because the healthcare professional's office closed. Additional information (including medication information and actions and interventions taken to resolve the event) has been requested. If additional information is received, a follow-up report will be sent.